Event description:
Medtronic received information that 6 years and 11 months post implant of this 21mm aortic bioprosthetic valve, elevated mean gradients of the aortic valve were observed. It was later reported that the patient was experiencing progressive worsening of the gradient across the valve with the mean gradient now 49 mmhg despite use of a anticoagulant medication. It was stated a transesophageal echocardiogram (tee) performed showed some restriction of leaflet motion and did not have any significant flow acceleration. It was mentioned that the patient had been switched to a different anticoagulant medication at the time of the initial visit. It was also reported that the patient continues to have significant heart failure. It was reported that a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.